Event description:
A touchscreen issue was reported with the adc device. The customer reported having an issue with the touch screen/button of their adc device and it was not working. The customer further reported experiencing sweating and was unable to self-treat, requiring third-party treatment however, details of the treatment were not provided as no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader did power on with button press. Built-in test was performed and all results were within specification. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touchscreen issue was reported with the adc device. The customer reported having an issue with the touch screen/button of their adc device and it was not working. The customer further reported experiencing sweating and was unable to self-treat, requiring third-party treatment however, details of the treatment were not provided as no further information was reported. There was no report of death or permanent impairment associated with this event.